Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost connection and the ilet displayed repeated pairing failures while the dexcom mobile app continued to receive glucose readings, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communications and analysis of information provided by the user, including device reports and logs. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 with pairing failure alerts, consistent with intermittent communication failure attributable to the antenna/electrical-magnetic component interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.